Event description:
The advocate stated that the customer had received a blood glucose reading of 27 mg/dl the evening before she called. The customer then suffered some seizures and had to be hospitalized. The customer was still hospitalized at the time of the call. The meter electronics were tested and found to be working as designed. Troubleshooting of the test strips was not possible since the customer did not have any control solution. Attempts were made to contact the customer for more info regarding the adverse event, but were not successful. The test strips were returned for eval. Replacement test strips were sent to the customer.